Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had an incident with multiple shocks approximately six years ago. Per the patient, their device was reprogrammed. Follow-up was attempted with the clinic; however, no additional information could be obtained. It was noted that the device was explanted and replaced approximately two years after the incident due to elective replacement indicator (eri) with normal device function at changeout. No further patient complications have been reported as a result of this event.